Event description:
It was reported that a torn sheath occurred. A 1.75mm rotapro was selected for use. Prior to procedure, a defect was noted on the sheath exposing the driveshaft. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device identified that at 4.5cm, and 4.2cm proximal from the tip of the sheath, the sheath was torn. Majority of the coil from the handshake connection to 0.5cm from the proximal end of the burr was found to be stretched. Based on the damages to the device, along with procedural matter present within the sheath, this indicates the device was rotated and used past preparation. No other issues were identified during the product analysis.

Event description:
It was reported that a torn sheath occurred. A 1.75mm rotapro was selected for use. Prior to procedure, a defect was noted on the sheath exposing the driveshaft. The procedure was completed using another of the same device. There were no patient complications.